Manufacturer narrative:
This device is used for treatment, not diagnosis. The microplex coil system (mcs) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The mcs is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Cases of chemical aseptic meningitis, edema, hydrocephalus and/or headaches have been associated with the use of embolization coils in the treatment of large and giant aneurysms. The physician should be aware of these complications and instruct patients when indicated. Appropriate patient management should be considered. The device involved in this event is not available for return and evaluation. The root cause of this complaint cannot be determined based on the information provided. (B)(4).

Event description:
It was reported from italy that during a coiling treatment of a ruptured acom aneurysm (ruptured approximately one week prior to coiling), a deploying the last coil, the blood flow in the acom artery was really low. The physician decided to remove the last coil. Upon withdrawing the coil, it prematurely detached from the delivery pusher. The distal segment remained in the aneurysm and the proximal segment remained in the microcatheter. The device was pulled gently however the coil moved distally to the distal branch of the mca where it occluded the vessel. The coil was removed successfully using a goose neck snare. Thrombus was treated with reo-pro. Post procedure, the patient was reported to not be doing well, she was in the stroke unit. As of (B)(6) 2015 the patient was reported to not be doing well. She is still under intensive care.